Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2006, patient presented with following pre-op and post-op diagnosis: pseudoarthrosis at c4-5 with adjacent segment disease at c6-7 and left c7 radiculopathy; and underwent following procedure: removal of anterior spinal instrumentation at c4-5 and c5-6, exploration of spine fusion with documentation of pseudoarthrosis at c4-5. Revision complex anterior cervical discectomy at c4-5 with arthrosis and structural spine allograft and use of one-third of a small kit of bmp-2. Anterior cervical discectomy and arthrosis with structural allograft and 2/3rd of a small kit of bmp-2 at c6-7. Placement of plate at c4-5 and c6-7. Use of operative microscope. As per op notes: ".. A size 6 ebi allograft dole was chosen. A small hole was drilled in it and 1/3rd of a small kit of bmp-2 was placed inside it. This was packed into the disc space at c4-5.. At c6-7, two 7mm fibular grafts were chosen and fit nicely. Each was packed with a third of small kit of bmp-2 and tamped in place with removal of the distraction the allograft fit snugly.. No complications were reported.."

Event description:
It was reported that the patient underwent c4-c7 anterior cervical fusion surgery using allograft and rhbmp-2/acs with instrumentation at multiple levels. The patient was diagnosed with "injuries including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries". The patient has required extensive medical treatment. Reportedly, the patient has "never recovered from her surgery involving rhbmp-2/acs, and she continues to have daily severe disabling pain that prevents her from performing many basic activities of daily living".